Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a; lens was not implanted. Section d6b: explant date: n/a; lens was not implanted. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was found to be defective by the surgeon during a pre-insertion check. Account indicated that the tip of the cartridge was damaged. The device was in contact with the patient but he iol was not inserted. No patient injury resulted from this malfunction. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 11-mar-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the handpiece found the handpiece was partially engaged, insufficient ophthalmic viscosurgical device (ovd) residue was present. The lens was stuck in the tip of the cartridge, stress marks and a misshaped cartridge tip were observed. No other issues identified. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.